Event description:
The home pt (hp) reported pain during drain while using the homechoice cycler for apd therapy. The hp reportedly is a new peritoneal dialysis pt; hp had their peritoneal dialysis catheter surgically implanted 2 months ago and has been using the homechoice cycler for only 3 weeks. The hp relates that ever since hp started using the homechoice cycler hp has had pain, low in their abdominal region, during the drain phase of apd therapy and occasionally during the fill phase as well. The hp relates that the pain occurs typically towards the end of drain as the cycler is preparing to advance into the next fill. Hp will not wait for the cycler to advance on its own but will bypass the cycler into the next fill. The hp relates that the pain is more intense when in a supine position than when hp is in an upright position. The hp was prescribed darvocet to assist with pain management. The hp cotninues to use the same cycler at their request.